Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. Both instrument grips broke. Failure analysis concluded they likely broke due to applying force normal to the grip while trying to install a clip. The angle at which they broke can be replicated on another instrument by applying a load on the fixture that contains the clips during installation of a clip onto the grips. The missing pieces measured roughly 0.170 x 0.052 and other piece about .0125 x .052. Damage was a result of misuse/user error. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tip broke off a small clip applier instrument when they were trying to load the clips during set up. The item was not even inserted into the cannula nor inside the patient. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.